Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in poor condition. The unit was observed to be leaking water from the tank. The investigator identified a cracked tank cover as the cause of the leak. The investigator was unable to determine what caused the crack however. The tank cover and gasket/seal were replaced as a result. The investigator also replaced the following components: line cord, enclosure, the noisy pump. The pcb was also upgraded. The device failed to pass functional testing after the aforementioned repairs were performed.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer "leaks water". No adverse effects were reported.